Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had passed away due to septic shock. The death was not considered to be device related; it was noted that the device operated as expected. It would not be returned.

Manufacturer narrative:
B3: date of death corrected. Manufacturer's investigation conclusion: it was reported that the patient expired. The cause of the patient outcome was noted to be septic shock. The patient outcome was not considered to be device related and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), operated as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use and patient handbook outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the source of the infection was determined to be a 2nd left toe amputation performed on (B)(6) 2024. The patient was admitted for sepsis on (B)(6) 2024. They were tachycardic on admission with leukocytosis. Their lactic acid was 1.4 on admission. The patient also presented with encephalopathy. As way of treatment a wound consult was performed, and the patient was given empiric broad spectrum antibiotics. They also consulted with infectious disease.

Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.